Event description:
Additional information was received that an x-ray was taken which did not show any significant findings, however the physician questioned if the lead had micro dislodged.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure the physician experienced placement difficulty with this right atrial (ra) lead as they were unable to get the helix to stick to the patient's tissue. It was noted that during the procedure there was changing impedance measurements. The lead was successfully implanted, however the following day the threshold measurements had risen. Due to the rise in threshold measurements, a revision procedure was performed where the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.